Event description:
Affiliate reports that the disinfection was sprayed onto the surface and the csf came leaked of the threeway stop cock.

Manufacturer narrative:
It does not appear that the device is available for eval. No lot info has been made available. Without the device and or lot info codman is unable to conduct a proper investigation. If at some point, the device and/or lot info does become available, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.